Event description:
Boston scientific received information that this pacemaker currently showed 2 years remaining longevity however three months prior, it displayed 4.5 years based on gas gauge. Boston scientific technical services (ts) discussed how the device managed the battery current bins. Ts advised to do a memory dump for analysis. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.